Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - (B)(6). *** additional information given on 10 apr 2023 *** as reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 5 years and 11 months after the initial procedure the patient had a left knee revision on 22 dec 2022 due to accelerated and preventable wear and femoral loosening. *** original description summary *** initial left knee replacement: (B)(6) 2017. Left revision total knee replacement: (B)(6) 2022 (5 years and 11 months post initial). Postop diagnosis: failed knee replacement, aseptic loosening femoral component, osteolysis. As reported by the legal department, the patient presented with a painful and unstable left knee replacement. The patient was noted to have synovitis and premature polyethylene wear secondary to a recalled exactech liner from improper packaging. The patient has failed conservative management including activity modification and anti-inflammatory medications. All options were discussed in detail with the patient and she decided to proceed with revision left total knee replacement. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be some wear of the liner. While the x-ray did not show loosening, the femoral component was noted to be loose and it was easily removed. There was some fibrous tissue beneath it with some osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Implants removed. Revised to stryker. The patient was transferred to the recovery room in stable condition. Serial #: (B)(6), category#: 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm, 510k: k033883. Concomitants: unk.